Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 512 mg/dl, 223 mg/dl, and 224 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.